Manufacturer narrative:
(B)(6). As no further information concerning this report is expected, our investigation is complete. The investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this cardiac resynchronization therapy defibrillator (crt-d) and competitor right atrial (ra) lead exhibited high out-of-range pace impedance measurements in addition to loss of capture at maximum device output at routine follow up. Upon further review, pace impedance measurements were noted to have been out-of-range for at least the prior year. It was also noted that the patient had recently been hospitalized for non-device related reasons and underwent surgery at which time electrocautery mode was not utilized resulting in sensing of noise; no inappropriate therapy was delivered. As the patient was less than 1% ra paced, the physician opted to leave the device programmed as-is as sensing was appropriate with no observed noise. No additional testing has been performed as of this time. No adverse patient effects were reported. This system remains in service.